Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was performed in 2007. Predilatation was performed prior to stenting of the mid lad with a xience v stent. No procedure complications were reported. The patient experienced chest pain or angina equivalent- stable angina class iii, and revascularization was performed in 2008 of target lesion with a metallic stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Angina and stenosis are known adverse events associated with coronary stenting as noted in the xience v IFU. These known patient effects are not necessarily an indication of a procedure deficiency. There does not appear to be any indications of a stent delivery system quality problem, as there was no reported product malfunction during the index procedure. In this case, it is likely that the angina is a secondary effect of the restenosis, which was treated with revascularization of the target lesion. A cause of the reported patient effects and the relationship to the product, if any, cannot be determined.